Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular (rv) lead was noted with intermittent capture, and the rv threshold jumped. Impedance and sensing was stable. The rv lead was explanted and replaced on (B)(6) 2020. The right atrial lead was also electively explanted and replaced during the procedure since the physician didn't want to retain anything in the body after the extraction procedure. The patient was stable.